Manufacturer narrative:
Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel below the knee. A 7.0mmx40mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, the balloon ruptured in a pinhole shape upon first inflation at 5 atmospheres for 2 seconds. The device was removed without any problem using the normal method, and the procedure was completed with a different device. There were no patient complications as a result of this event, and the patient was in good condition post-procedure.